Event description:
It was reported that during a percutaneous transluminal angioplasty the balloon catheter froze on the wire. The 90% stenosed lesion being treated was located in the moderately tortuous forearm shunt. Using a non-bsc guide wire, the physician advanced the 5.0x40mm/40 sterling balloon catheter to the target lesion. The balloon was inflated twice and deflated with no issues noted. However upon removal of the device resistance occurred and the 5.0x40mm/40 sterling balloon catheter became stuck on the non-bsc guide wire. The balloon catheter and guide wire were successfully removed as a unit. The physician was unable to separate the two devices outside of the patient. The procedure was completed with a different device. No patient complications were reported. The patient remains in the hospital and is in good condition.

Event description:
It was reported that during a percutaneous transluminal angioplasty the balloon catheter froze on the wire. The 90% stenosed lesion being treated was located in the moderately tortuous forearm shunt. Using a non-bsc guide wire, the physician advanced the 5.0x40mm/40 sterling balloon catheter to the target lesion. The balloon was inflated twice and deflated with no issues noted. However, upon removal of the device resistance occurred and the 5.0x40mm/40 sterling balloon catheter became stuck on the non-bsc guide wire. The balloon catheter and guide wire were successfully removed as a unit. The physician was unable to separate the two devices outside of the patient. The procedure was completed with a different device. No patient complications were reported. The patient remains in the hospital and is in good condition.

Manufacturer narrative:
Age at the time of event:18 years or older. Device codes #1212 and 1528 relate to component code #3038. (B)(4).

Manufacturer narrative:
Device evaluated by MFR.: examination found the shaft was buckled 8cm from the edge of the strain relief. The tip was damaged. Magnified inspection revealed the proximal portion of the balloon was bunched and the proximal inner shaft within the balloon was buckled. The distal tip of the guidewire was buckled. The wire protruded 96 cm proximally and 8 cm distally from the catheter. The catheter was placed in a warm circulating water batch for 24 hours in an attempt to loosen and dislodge dried blood or contrast from the surface of the wire so that the wire could be removed from the lumen of the catheter. This was unsuccessful, the guidewire was not able to be removed from the sterling catheter. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).